Event description:
It was reported that post op of a lap sigmoid procedure in 2009, the patient was taken for a sigmoid scope to check the anastomosis site. When the surgeon observed the mesentery artery, there was arterial bleeding at the anastomosis site. The surgeon then proceeded to take the patent to the or and performed an open procedure to cauterize the artery and stop the bleeding. The patient was given 3 units of blood due to the bleeding of the artery. The surgeon did note there was no leak at the anastomosis site. The patient is stable at this time. The device was discarded the day of the surgery.

Manufacturer narrative:
Date sent: 10/30/2009. Device was not returned for evaluation.